Manufacturer narrative:
After repeating the samples, the customer ran calibration and controls. The customer received noise errors. The customer tried changing the electrodes, conditioning them, and then re-calibrated, but they still received calibration errors and noise errors. The field service engineer determined the pinch tubing needed to be replaced. All electrodes, a probe, and pinch valve tubing were replaced. The ises were conditioned and all ise checks looked good. Calibration was run and passed. Mechanism and diagnostic checks were performed. Precision studies were performed and were within specifications. The last calibration performed on 07-sep-2021 was ok. The customer stated that quality controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 c (701) module. The initial values were reported outside of the laboratory and were questioned by a doctor. The samples were repeated and the repeat values were believed to be correct. The reporter stated that the issue started when other laboratory personnel were "putting serum through the electrodes". The first sample initially resulted in a na value of 161 mmol/l, which repeated as 141 mmol/l. The second sample initially resulted in a na value of 161 mmol/l, which repeated as 141 mmol/l. The third sample initially resulted in a na value of 168 mmol/l, which repeated as 139 mmol/l. The na electrode lot number and expiration date were requested, but not provided.